Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced loss of consciousness and the father called an ambulance. The father administered glucagon nasal spray, and by the time the paramedics arrived, the patient had recovered. No blood glucose reading was reported from the event, and when the patient experienced the hypoglycemia the cgm reading was 46 mg/dl, which according to the parent, was inaccurately high based on the symptoms experienced. No further treatment was documented to be needed and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.